Event description:
A customer observed false negative hbsag results for a patient sample tested on the vitros eci analyzer. Alternate testing was positive for hbsag. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the eci analyzer was operating as expected during the time of this event. Datalogger analysis confirms that qc results were acceptable. Testing by OEM methods was positive. The root cause of this event is unknown.